Manufacturer narrative:
Corrected data: g.3.: aware date of previous supplemental medwatch should have been listed as (B)(6) 2024.

Event description:
Healthcare professional reported, right side exchange, due to patient's concerns with the device. And capsular contracture, baker grade unknown. Capsulectomy has been performed. Patient reported, right side implant "not sitting or feeling right" and "fluid". Which, is not device-related. Device has been explanted.

Manufacturer narrative:
Continued e1 additional phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and exchange.

Event description:
Healthcare professional reported right side exchange due to patient's concerns with the device and capsular contracture, baker grade unknown. Capsulectomy has been performed. Device remains implanted.

Event description:
Patient reported right side implant "not sitting or feeling right" and "fluid", which is not device-related.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b7, d4, d6a, g2, h6.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure: unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ visibility/palpability: unable to observe since it is not related to the device. ¿ cyst-ndr: unable to observe since it is not related to the device. ¿ use error: unable to observe since it is not related to the device. Additional observations: ¿ observed an opening on anterior assessed as surgical damage. No further actions are required as the device was received out of its sealed package.

Event description:
Device has been explanted.